Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's flow sensor was found to be contaminated with a foreign material. The device's flow sensor was cleaned to address the issue.